Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: the needle perforated the protective sleeve. Was patient or user harmed? If yes, please explain. The nurse opening the needle package got a litse scratch from the needle, nothing serious. Could you please provide a date of event? 16.6.2025 was the unit received in this condition? Or did this occur during recapping? Yes, it was received in that condition, no recapping done.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating that the needle had perforated the protective sleeve. To support the investigation, one sample in an opened packaging blister and one photograph were submitted for evaluation by the quality team. A visual inspection was conducted, revealing that approximately ½ inch of the needle protruded through the plastic shield. The photograph confirmed the condition observed in the returned sample. No additional defects or anomalies were identified. This condition may occur if the fixture holding the needle assembly is misaligned during the shielding process. A device history record (DHR) review was completed for material number 305211, lot 4270128. The review found no quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the shielding process confirmed that fixture settings and alignment were within specification, and product flow was consistent. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.